Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br there was under-fill or low draw of the tubes with blood. This event occurred 1822 times. The following information was provided by the initial reporter. The customer stated: the "tubes are aspirating a smaller volume than indicated on the label; being below the mark. There was an occurrence in a specific test reported the platelet count was below normal and when the test was repeated the numbers returned to normal. Customer is concerned as the release of results are inconsistent with the patient's clinic.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br there was under-fill or low draw of the tubes with blood. This event occurred 1822 times. The following information was provided by the initial reporter. The customer stated: the "tubes are aspirating a smaller volume than indicated on the label; being below the mark. There was an occurrence in a specific test reported the platelet count was below normal and when the test was repeated the numbers returned to normal. Customer is concerned as the release of results are inconsistent with the patient's clinic."